Event description:
Customer states they obtained results of 12mg/dl and 165mg/dl on the same device witrhin 10 minutes. No adverse event was reported and no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.